Event description:
One discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the immulite 1000 instrument. The intial result was reported to the physician(s), who treated the patient based upon the result. The patient was redrawn the following day. The sample from the redraw was run, the initial sample was rerun, and the correct result was reported to the physician(s). The patient discontinued treatment with follicle stimulating hormone (fsh) medications for one day due to the falsely elevated hcg result. The patient resumed treatment with the fsh medications upon notification of the correct result. There are no reports of adverse health consequences due to the falsely elevated hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the immulite 1000 instrument and instrument data. The fse verified the functionality of the instrument. Patient samples for hcg were run in replicates, and the results were reproducible. The sample that the false positive result was obtained from and the sample from the redraw were each run five times, and the results were correct. The cause of the discordant hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.